Event description:
It was reported that during a rotational atherectomy procedure, a perforation occurred, and post procedure an arteriovenous fistula was reported. The "significantly stenosed" lesion was located in the severely calcified left anterior descending (lad) artery. Rotational atherectomy was performed, and an unknown stent was implanted. A perforation was noted. It was reported that one or two months post procedure, an arteriovenous (av) fistula was discovered. The patient condition is reported as acute, good.

Manufacturer narrative:
Event date: one or two months prior to (B) (6) 2010 device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).